Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extension tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2 cm from the iab tip. Product evaluation: a sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extension tubing was performed and no leaks were detected. Conclusion: the reported events cannot be confirmed by the evaluation. If a problem occurs monitoring the arterial pressure, the instructions for use indicates to provide an alternate pressure source by connecting a conventional arterial pressure signal (radial artery) or pressure signal to the pump. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
The nurse called from open heart recovery with an optical sensor failure. The patient had come from the operating room with intact waveform. The problem began a few hours later. They slaved in the radial arterial line to solve the issue prior to calling for advice. They wanted to discuss possible reasons for the problem. The patent was currently in full arrest so she took the information and had to leave the call without any further troubleshooting with the sr ca account manager.